Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt experienced a burning sensation when charging their implanted neurostimulator. The device has not been removed and removal would only be recommended as a final option. Troubleshooting was being considered.